Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united kingdom livanova initiated an investigation. The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring.

Event description:
Complainant alleges through their counsel a bacterial infection. Based on current status of the investigation the alleged device issue was yet not confirmed. Operation on (B)(6) 2016 at (B)(6) hospital.

Manufacturer narrative:
H10: through follow up communication, livanova learned that possible involved device serial numbers could be the following: (B)(6) (manufactured 19 september 2011) or (B)(6)(manufactured 17 december 2012) (model: 16-02-80) no other information has been made available from the customer. Device history records (dhrs) review of possible involved device serial numbers has been completed and did not identify any deviation or non-conformity relevant to the reported issue. No device, between the ones possible involved and in use at the hospital at the time of surgeries (march 2016), was upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.